Event description:
Pt who was implanted with depuy spine hardware in 1996 later (2-years out) developed back pain. A revision procedure was performed in 2006 and the two bone screws at l3 were found to have fractured. L3/4 hardware was removed and replaced. As surgical intervention occurred an MDR is being filed to document this event.